Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information the cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a few months after the implantation of an aortic valve there was degeneration leading to severe aortic regurgitation was detected. The patient presented with post operative fever and atypical mycobacterium was found. As reported, the surgeon sent the ot instruments for inspection and no bacterial infection was found.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards received additional information that 45 days after the implantation of this bioprosthetic aortic heart valve, valve degeneration leading to severe aortic central regurgitation was detected by echo. The patient presented with fever (38.8ºc), renal failure and atypical mycobacterium infection [mycobacterium chelonae-fortuitum complex] . As per surgeons words, there were no issue with the implantation of the valve. The 2d echo performed immediately after surgery (no-intra) showed no aortic regurgitation and 22 mmhg gradients. At discharge, wounds were healthy and patient had no fever. As reported, the surgeon sent the ot instruments for inspection and no bacterial infection was found. Patient status was not good.